Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted it had herniated and was adhered to the small bowel necessitating lysis of adhesions and requiring an open surgery to be performed to release and resect the small bowel. It was reported that the patient underwent a second revision surgery on (B)(6) 2016 during which the surgeon noted the purulent fluid around the central portion of the previously placed infected mesh and a fistula, and a debridement and small bowel resection was performed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to the FDA: 08/18/2022. Additional information: a2, b7.

Manufacturer narrative:
Date sent to the FDA: 5/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.